Manufacturer narrative:
Orthopedic stereotaxic instrument.: product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion. During the surgery, when placing the screw, the tip of the driver broke and it remained in the screw. No patient complications were reported as a result of the event.

Manufacturer narrative:
Visually confirmed approximately 3mm of the instrument tip has been sheared off, consistent with interface during usage. Inspection of material hardness confirmed conformance to print specification. Visual analysis of the tip of the driver's inner shaft reveals that the head of the driver has been sheared off consistent with torsional overload during use. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.